Event description:
Customer reportedly received result of 320 mg/dl on the aviva system and 125 mg/dl on professional's meter within 10 mins. Customer re-tested on the aviva system and result was 157 mg/dl. No low or high blood glucose symptoms reported with these results. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.